Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water cylinder and air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and the additional findings were as follows: due to wear of the forceps elevator lever, the up/down knob cannot be locked securely, switch #1 had a pinhole, the forceps channel port had a dent, the suction cylinder had no color, the scope cover had a scratch, the switch box had a scratch, the plug unit had a scratch, the image guide protector had a cut, the cover of the light guide bundle was damaged, the plastic distal end cover had a crack, the adhesive around the objective lens had corrosion, the light guide lens had a crack, the adhesive on the bending section cover was detached, the connecting tube had a wrinkle , and the universal cord had a scratch and wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The user facility returned the olympus asset, the colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that white foreign material was found in the air/water tube and air/water cylinder. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.